Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.